Event description:
Elderly male with history of diabetes mellitus (dm), nephrolithiasis and new onset chest pain- resulting in non-st-elevation myocardial infarction (nstemi). Procedure: coronary artery bypass grafting (CABG) x 4- while harvesting the vessels, the bovie quit cauterizing. Another bovie used without known harm to the patient, minor delay in procedure. Manufacturer response for electrosurgical, cutting coagulation accessories, virtuosaph plus with radial indication (per site reporter): will obtain.